Event description:
It was reported that during a coronary stenting treatment procedure stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified right coronary artery (rca). The lesion was predilated with a 4.0x12mm apex balloon. A 5.00x12mm veriflex stent was then advanced to the rca but was unable to cross the lesion. While attempting to remove the device from the patient the stent dislodged from the stent delivery system (sds) but stayed on the unknown wire. It was noted that while the stent was on the wire it moved from the rca to the iliac artery. The physician was able to pull the wire back while the stent remained on it, insert a larger sheath and snare the stent from the patient. The procedure was completed by successfully implanting three veriflex stents, overlapping in the rca. No patient complications were reported with the patient¿s current condition listed as ¿fine¿.

Manufacturer narrative:
Device evaluated by manufacturer: received for analysis was the stent caught in the snare. The stent was completely bunched up. The actual delivery device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that during a coronary stenting treatment procedure stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified right coronary artery (rca). The lesion was predilated with a 4.0x12mm apex balloon. A 5.00x12mm veriflex stent was then advanced to the rca but was unable to cross the lesion. While attempting to remove the device from the patient the stent dislodged from the stent delivery system (sds) but stayed on the unknown wire. It was noted that while the stent was on the wire it moved from the rca to the iliac artery. The physician was able to pull the wire back while the stent remained on it, insert a larger sheath and snare the stent from the patient. The procedure was completed by successfully implanting three veriflex stents, overlapping in the rca. No patient complications were reported with the patient's current condition listed as 'fine'.